Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated and contact failure occurred due to corrosion of the terminals of the video connector socket. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based upon the information from sorc, olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred due to corrosion of the terminals. The exact cause of corrosion of the terminals could not be conclusively determined. There were some items for which information could not be obtained. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a preparation for use, a camera head was connected to the subject device and an image of the subject device disappeared when the video connector of the camera head was pushed. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.